Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one tapered screw vent (tsvtb10) with mount attached was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be bone debris on the implant external thread and dried blood debris on the inside of implant drive feature. No significant damage was identified. The device could not be functionally tested for the reported failure (allergic reaction). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within device specification. Device history record (DHR) review for the lot (1239476) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (1239476) was performed for similar events using keyword category medical: allergic reaction and no other similar complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event was non-verifiable as the exact details of event and patient anatomical and physiological conditions were non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant failed due to a significant allergic reaction from the patient that caused her to feel pain in the implant site.